Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the tortuous right coronary artery (rca). After placing a stent in the distal rca, a 3.50x28 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but failed to cross the lesion. The device was removed and balloon angioplasty was performed using a 3.50mmx15mm nc emerge balloon catheter to prep the vessel. After that, the stent delivery system was re-advanced but failed to cross the lesion. The device was removed again and attempted to re-advanced the stent for the third time but still failed to cross the lesion. When the device was removed the third time, it was noted that the stent came off the stent delivery system balloon and was left in the vessel. The stent delivery system was removed and attempted to re-advanced the 3.50mmx15mm nc emerge balloon catheter into the dislodged stent but the balloon would not advance over the wire. A second guidewire was placed into the vessel and advanced another stent through the embolized stent to be crushed against the vessel wall. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon inside the patient and was not returned with the device. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a tortuous lesion. A visual and tactile examination found several severe kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿note: if unusual resistance is felt at any time during lesion access before stent implantation, the stent delivery system and the guide catheter should be removed as a single unit. Once the stent delivery system has been removed do not re-use.¿ ¿an unexpanded stent should be introduced into the coronary arteries one time only. An unexpanded stent should not be subsequently moved in and out through the distal end of the guide catheter as stent or coating damage or stent dislodgment from the balloon may occur.¿ (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the tortuous right coronary artery (rca). After placing a stent in the distal rca, a 3.50x28 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but failed to cross the lesion. The device was removed and balloon angioplasty was performed using a 3.50mmx15mm nc emerge balloon catheter to prep the vessel. After that, the stent delivery system was re-advanced but failed to cross the lesion. The device was removed again and attempted to re-advance the stent for the third time but still failed to cross the lesion. When the device was removed the third time, it was noted that the stent came off the stent delivery system balloon and was left in the vessel. The stent delivery system was removed and attempted to re-advance the 3.50mmx15mm nc emerge balloon catheter into the dislodged stent but the balloon would not advance over the wire. A second guidewire was placed into the vessel and advanced another stent through the embolized stent to be crushed against the vessel wall. No patient complications were reported and the patient's status was fine.